Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that after the use of the device during a low anterior resection procedure, the anastomosis failed the air leak test. The patient was given a temporary ileostomy. The patient was reported to be stable following the procedure.

Manufacturer narrative:
(B)(6).

Event description:
.